Event description:
The patient's attorney has alleged the following: (B)(6)2007 the patient underwent hernia repair and was implanted with a bard/davol bard mesh perfix plug during this repair. (B)(6)2017 the patient underwent explant surgery of the bard/davol perfix plug. The surgeon found ¿the mesh plug was densely adherent to the cord. We proceeded to carefully dissect the cord off the plug, however, the cord vessels were unavoidably divided due to the density of the adhesions. After the plug was pulled off the cord, the cord appeared severely damaged.¿ the surgeon was also required to remove the patient's left testicle due to ischemia caused by the adhesions. As reported, the patient continues to experience complications related to the perfix plug. The patient will likely require additional surgeries to repair the damage from the bard/davol perfix plug. As alleged by the patient's attorney, the bard/davol perfix plug implanted in the patient was defective and failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to the patient. The patient's attorney further alleges that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per medical records provided by the patient's attorney: (B)(6)2007 the patient was diagnosed with a left indirect inguinal hernia and underwent repair with implant of a bard/davol perfix plug. (B)(6)2007 the patient had follow up office visit with complaints of continued pain radiated down into scrotum. Per doctor's impression, "left inguinal herniorrhaphy with symptoms of nerve entrapment." Steroid injection recommended. (B)(6)2017 the patient was diagnosed with bilateral inguinal hernias, dense adhesions from left spermatic cord to mesh plug (davol perfix plug) and underwent a robotic assisted laparoscopic pre-peritoneal repair of bilateral recurrent inguinal hernias with implant of two (2) non bard/davol mesh, removal of the bard/davol perfix plug and a left orchiectomy. Per the operative report details, "evidence of mesh plug (davol perfix plug) on patient's left side along with a recurrent hernia. Each inguinal floor exposed. Indirect hernia on right, no evidence of old mesh on patient's right side. Large mesh plug (davol perfix plug) densely adherent to cord. Dissected cord off the plug; cord vessels were densely adhered and intertwined into the interstices of the mesh. Several vessels were unavoidably divided due to density of adhesions. After plug pulled off from cord, cord appeared severely damaged. Elected to remove testicle for fear of ischemia, pain." (B)(6)2018 the patient was diagnosed with chronic right groin pain, spermatic cord entrapment and underwent a robotic-assisted laparoscopy, lysis of adhesions and revision of inguinal hernia repair with implant of a non bard/davol mesh. Attorney allegations: alleged outcomes attributed to device: adhesions, bowel obstruction, fistula, loss of testicle, pain and suffering, sexual dysfunction. Patient alleges "I cant sleep at night because of the pain. If I lay on my side too long it bothers me so I have to keep switching. I can't lift anything because its too much pain."

Manufacturer narrative:
The cause of the patient's post operative complications cannot be determined at this time. Adhesions are a known risk of surgery and are identified as a possible complication in the adverse reactions section of the instructions-for-use supplied with the device. Should additional information be provided, a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional outcomes alleged by the patient's attorney. The patient's attorney alleges fistula formation, note that the medical records provided do not support this allegation. The medical records indicate that the patient was treated for adhesions and recurrence both of which are known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, g1, g2, g4, g7, h2, h6, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Manufacturer narrative:
The cause of the patient's post operative complications cannot be determined at this time. Adhesions are a known risk of surgery and are identified as a possible complication in the adverse reactions section of the instructions-for-use supplied with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
The patient's attorney has alleged the following: (B)(6) 2007 - the patient underwent hernia repair and was implanted with a bard/davol bard mesh perfix plug during this repair. On (B)(6) 2017 - the patient underwent explant surgery of the bard/davol perfix plug. The surgeon found ¿the mesh plug was densely adherent to the cord. We proceeded to carefully dissect the cord off the plug, however, the cord vessels were unavoidably divided due to the density of the adhesions. After the plug was pulled off the cord, the cord appeared severely damaged.¿ the surgeon was also required to remove the patient's left testicle due to ischemia caused by the adhesions. As reported, the patient continues to experience complications related to the perfix plug. The patient will likely require additional surgeries to repair the damage from the bard/davol perfix plug. As alleged by the patient's attorney, the bard/davol perfix plug implanted in the patient was defective and failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to the patient. The patient's attorney further alleges that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.